Event description:
The complainant reported that a patient was admitted for inferior st-elevation myocardial infarction. The impella was inserted into left ventricle and position was confirmed. During support, a hematoma was observed. Manual pressure was held in addition to re-suturing and heparin was stopped. The groin was bruised. Ultimately the patient expired on support

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.